Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2010. It was reported the ipg was explanted and replaced due to erosion. The physician indicated the erosion was subsequent to the pt's recent weight loss. The pt was treated with oral antibiotics post-revision. No pt complications were reported as a result of this event.